Event description:
Hole using the new ctr03 5x100mm trocar system, a kleppinger instrument was inserted, once, through this disposable device tearing the black rubber seal within it, which then entered the patient's abdomen. The small piece of black rubber seal was removed safely from the abdomen by the surgeon.